Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, when the patient took a sitting position, the ra lead was pulled back, threshold increased, and sensed p-wave dropped resulting in undersensing. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.